Event description:
A report was received that the patient's ipg site was eroding. The physician does not believe the skin erosion was device or procedure related. The patient underwent a revision wherein the ipg pocket was relocated. The patient was doing fine after the procedure.

Event description:
A report was received that the patient's ipg site was eroding. The patient underwent a revision wherein the ipg pocket was relocated. The patient was doing fine after the procedure.